Manufacturer narrative:
The ge field engineer dismantled the pneumatic block and cleaned the gas check valve to fix the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, unit generated unprogrammed positive end-expiratory pressure (peep) in all ventilation modes, and gave out alarms of "having obstruction of high peep". While peep reaching to 10 cm/h2o, they have disconnected the patient from the device. There was no reported patient injury.